Event description:
It was reported to boston scientific corp on (B)(6), 2009, that a ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure (pt in her 60s, exact age unk). According to the complainant, during the procedure, the device was inserted into the papilla. The cut wire would not bow. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (would not bow). By the manufacturer based on information provided by the user facility. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. If any further relevant information becomes available, a supplemental medwatch will be filed. (B)(4).